Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ceramic head (insulation beak) came off as a result of stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during service/maintenance, the subject inner sheath, for 26 fr. Outer sheath ceramic at distal end was broken. There was no patient involvement.